Event description:
It was reported that, after using a visionaire adaptive guide kit legion primary the femur ended up in severe varus. The patient was not injured beyond the described event. No other complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the femur ended up in severe varus after using the blocks. Responses to the clinical requests have not been received as of the date of this medical investigation. S+n has not received supporting documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported severe valgus orientation could not be determined based on the limited information provided. No further medical assessment could be rendered at this time. An engineering evaluation will be requested. Should clinically relevant documentation/information and/or the engineering evaluation become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the instructions for use documents for visionaire¿ patient matched instrumentation revealed that if the patient matched cutting block does not perform as intended, the standard smith & nephew instrumentation should be used to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An engineering evaluation was performed and could not confirm a root cause for the stated failure mode. All checks were found to be within visionaire standards. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.